Event description:
A zoll distributor returned monitor sn (B)(4) indicating that it could not complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the monitor displayed code 203 indicating a pulse test failure. Upon evaluation, the cause for the test failure is an intermittent poor solder connection at the k3-3 relay pin on the defibrillator board. The root cause of the poor connection could not be positively identified. No adverse event resulted from the defective monitor.